Event description:
This ra lead was implanted on (B)(6) 2002 and remains implanted at this time. A call to technical services placed on 10/10/2013 stated that 3 atr events with noise on the atrial lead were noted on the patient's logbook. Patient does not recall what he was doing during these events but reported that he sometimes store his cell phone in his left breast pocket. All lead measurements are stable. Atrial lead impedances have risen from 518 ohms to 615 ohms. No known physician. This was at (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).